Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, during surgery on (B)(6) 2023, dermatome blade did not work as it should work in very experienced hands. There was a patient involved and surgery was delayed by 30 minutes to replace blades. An additional skin graft was taken. Due diligence information complete.

Event description:
It was reported that, during surgery on (B)(6) 2023, dermatome blade did not work as it should work in very experienced hands. There was a patient involved and surgery was delayed by 30 minutes to replace blades. Due diligence information in process. No additional information at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: finland evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.